Manufacturer narrative:
Product ID: 3387-40, lot# 0206101037, implanted: (B)(6) 2012, product type: lead.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported lead damaged during procedure. An impedance check of the lead was all out. Some tissue around boot caused it to be difficult to remove and the lead remains implanted. The consumer did not have therapy and the issue was not resolved. The representative was unsure if the lot number of the lead provided was the correct one, as it could have been the other one implanted. The consumer¿s medical history included parkinson¿s disease. Additional information was received from a manufacturer representative (rep). It was reported that the lead was damaged when pulling the boot back; the lead was not removed. It was also stated that the lead remains implanted, but is damaged and impedances were high. The lead damage included exposed wires as the insulating layer had been pulled back underneath. The patient currently has one new extension and implantable neurostimulator (ins) implanted as the problem was not found until the hcp tunneled the new extensions.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the actions/interventions taken to resolved the damaged lead included removal and replacement. It was also stated that there is currently no therapy. Diagnostics included using a multilead trial cable to determine impedances and visually noticing the damage to the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.